Event description:
It was reported that the device breaks at the slightest impact. This event occurred after one slap of the hammer. The case was completed using an alternative device.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the surgical technique for reliance indicates that intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture. This device was less than 1 year old based on review of the manufacturing records. The stryker rep reported that the surgeon hit the instrument with a hammer and was reported to be brand new (not used) for the reported event. Conclusion: the plausible root cause of the reported event is likely extensive force applied to the instrument.

Event description:
It was reported that the device breaks at the slightest impact. This event occurred after one slap of the hammer. The case was completed using an alternative device.